Event description:
Caused patient to black out and almost break arm, had to call ambulance in 2009. Second caused patient to black out and wreck one month prior. Has had problems since starting wearing dentures in 2001. Dose or amount: #1 & #2. Fill dentures, frequency: daily. Dates of use: dec. 2001 - 2009.